Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported capsular fibrosis. Hardening in both breasts similar to lumps. Device remains implanted. This is for the right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown and hardening in both breasts similar to lumps. Device remains implanted. This is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, d4, h.6, h11.

Event description:
Patient reported capsular fibrosis. Hardening in both breasts similar to lumps. Later patient reported "capsular contracture baker grade iii". This is for the right side. Device was explanted.